Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.00/+2.5/092 (sphere/cylinder/axis), into the patient's left eye (os), on (B)(6) 2019. The lens was explanted on (B)(6) 2022 due to lens rotation not associated to a low vault. The lens was replaced with another same model/length but different diopter lens and the problem was resolved.

Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found the haptic torn and broken. Dimensional verification was performed and the lens was found to be in specification. Claim#: (B)(4).